Manufacturer narrative:
The pump was returned. Hemolysis/mechanical interaction with blood: the pump was returned and evaluated. There was biomaterial found wrapped around the underside of the impeller and a cannula kink observed near the motor housing. No other abnormalities were found. No logs were returned. The cause of the hemolysis was not determined because the relation between the product findings and hemolysis was inconclusive without data logs. Device in wrong position: the pump was returned and evaluated. There was a cannula kink observed near the motor housing. No logs were returned. The cause of the positioning issues was not determined since insufficient clinical details were provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that while on impella rp flex support the patient was having hemolysis when running impella at p9 as evidenced by hemolysis resolving when dropped to p7. Device unable to be repositioned successfully. The patient required more flow than impella could deliver on p7, decision made to explant and switch patient to right ventricular assist device.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.